Event description:
Feeding pump was delivering up to 30% more milk than specified. Two incident reports were filed and clinical engineering found the problem to be a bad batch of feeding bags (disposables). We were able to replace all bags at our hospitals and we will be checking the new lots prior to use. We informed the manufacturer of our problem and they provided us with new bags. They were not aware of this issue prior to us informing them of it.